Event description:
Customer reported a balloon in the pump segment. The infusion was running at a kvo rate at the time. There was no report of harm to pt or medical intervention. No further pt or event information was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.